Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on at approximately 8:45pm on (B)(6) 2018. The patient was in the hospital at the time of the event. On (B)(6) 2018, the patient degraded to vf at 23:50:48. The lifevest detected the arrhythmia and began the treatment sequence. CPR artifact prevented the lifevest from completing the treatment sequence. Approximately 30 seconds after the patient went into vf the patient was externally defibrillated by hospital staff. The post-shock rhythm was obscured by CPR artifact. The lifevest was shutdown at 02:24:15 on (B)(6) 2018. The patient was in a paced rhythm at the time of lifevest deactivation. The lifevest was restarted at 02:25:01 and shutdown for the final time at 15:23:24. The patient was in a sinus rhythm during this time. The patient was reportedly placed on life support and subsequently passed away without wearing the lifevest.